Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri). Prem ature depletion was suspected due to high left ventricular (lv) lead thresholds. The lv had chronically high thresholds and had been repositioned several times to get better measurements. The ICD was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2003. (B)(4).